Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose and as well as insulin pump received off no power. The high blood glucose level was 560 mg/dl. The blood glucose level was 394 mg/dl. Customer stated that they did not receive a low battery alert prior to the off no power alert. The customer decline troubleshooting for high blood glucose. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, unexpected restart error test, self test and off no power test. The device was monitored and no unexpected battery power loss alarm.